Manufacturer narrative:
One ensite velocity¿ system velocity amplifier was received for analysis. No accessories or original packaging was available for inspection. Ac power was applied to the returned amplifier which failed to successfully complete the post (power on self-test) which confirmed the field reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to the catheter amplifier board located in the slot eight position.

Event description:
During preparation for a pulmonary vein isolation procedure with the patient on the table, the amplifier would not start and the procedure was cancelled. The amplifier status indicator flashed orange when turned on and would not start up. The procedure was cancelled with no consequences to the patient. The procedure will be rescheduled.